Event description:
On 19 august 2025, it was reported by the patient's legal guardian that the patient experienced hyperglycemia, with glucose levels reached 25 mmol/l (450 mg/dl), triggering multiple device alerts within a short period (12:01 am - 12:16 am). Concurrently, ketone levels were elevated at 3.3 mmol/l. Raising concern for impending diabetic ketoacidosis (dka). The patient also presented with nausea, vomiting, and general malaise. At the time of the event, the omnipod controller displayed an error message: "automated delivery restriction." While enroute to royal aberdeen children's hospital, the patient received medical evaluation. Treatment included correction doses of insulin via pen and administration of anti-nausea medication. While enroute to the hospital, the omnipod device was replaced. Following treatment, ketone levels successfully reduced to below 0.6 mmol/l. The total hospital stay lasted approximately five hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.